Event description:
A surgeon reported that multiple, unidentified patients have presented with corneal haze following photorefractive keratectomy (prk). According to the surgeon, this has been observed on "almost all of the prk patients" treated at the site. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information was provided. Evaluation summary: no sample is expected to be returned for evaluation. Although requested, the reporter did not provide the serial number for the system; therefore, the device history records (DHR) for the device could not be reviewed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).